Event description:
It was reported that during an ablation procedure, prior to the ablation but after the laser probe was inserted, the physician saw a bleed on a t1 scan. The probe was then removed and the case was aborted. The physician performed a craniotomy. The bleed was noted to be related to the procedure. The patient "did well" and was discharged from the hospital. There were no further patient complications reported in relation to this event.